Event description:
In 2009, the reporter contacted lifescan (lfs) alleging that the lay user's one touch ping meter had black marks in the display. The reporter indicated the subject meter belonged to the pt's sister; however, the pt was tested with the subject meter at the time of concern. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation. The reporter said the pt was tested with the subject meter and the pt's mother interpreted the meter reading to be 99 due to the black marks on the meter display. The actual reading on the meter was 399. The mother did not give the pt insulin because she interpreted the meter reading to be 99 mg/dl. The reporter said the pt arrived home from school feeling sick and tested positive for ketones. At that time, he was tested with his usual meter; the result on this other meter was 388 mg/dl. The pt received insulin per his insulin pump protocol. The csr documented that black marks were present on the subject meter display. The user's product was replaced. This complaint is reported because the reporter alleges that the lfs meter had black marks in the display that caused the pt's mother to interpret a reading of 399 mg/dl as 99 mg/dl. The reporter claims that afterward the pt became ill, tested positive for ketones, had a blood glucose reading of 388 mg/dl, and was treated with insulin via his insulin pump.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.